Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was over-heating. An "over-temp" light was visually observed as well, as a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Eval is in progress, but not yet concluded.